Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. Technical services (ts) recommended the patient be evaluated in clinic. This lead remains in service. No adverse patient effects were reported. Additional information was received that the cause of the out of range shock impedance measurement was due to a procedure that the patient underwent. The impedance measurements were verified to be stable and no indications pointed to any lead anomalies. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. Technical services (ts) recommended the patient be evaluated in clinic. This lead remains in service. No adverse patient effects were reported.